Manufacturer narrative:
Product event summary - 2883 of 4921 lifetime ventricular short interval counts (sic) are recorded beginning (B)(6) 2014. A right ventricular pace lead impedance alert occurred on (B)(6) 2014. A superior vena cava high volt lead impedance occurred on (B)(6) 2014. There are 41 non sustained and 1 ventricular fibrillation events of less than 220 milliseconds ventricle to ventricle cycles recorded between (B)(6) 2014.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. The lead also had high impedance and a possible fracture. The lead will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).